Event description:
Customer reported meter results of 50 mg/dl and 216 mg/dl within 10 minutes, and 82 mg/dl and 245 mg/dl within 10 minutes on the advantage system. Customer also reported meter results of 86 mg/dl and 230 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.